Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when an 840 ventilator was turned on, it started sparking. There was no patient involvement at the time of the reported incident. A non medtronic/ covidien service provider (sp) found the circuit breaker open. The sp cross checked the power supply and found it needs to be replace. Medtronic/covidien was not authorized to repair the device.